Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient prior to childbirth. At some time post filter deployment, it was alleged that the filter struts have detached, the filter struts have perforated into the organs, and tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the filter strut is retained in the patient¿s kidney. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one month and one week post filter deployment, a venacavogram revealed the filter was not in a longitudinal alignment, with the head of the filter to the left of the patient and the feet were toward the right of the patient. Approximately five years nine months post filter deployment, a CT of the abdomen indicated a detached arm of the ivc filter to be in the lower portion of the right kidney. Therefore, the investigation can be confirmed for limb detachment and filter tilt. However, the investigation is inconclusive for perforation of the ivc and retrieval difficulties. Per the medical records, the filter was placed in a suprarenal position in a pregnant patient. Per the IFU (instructions for use), "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, patient factors could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2009) and adverse event problem (device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient prior to childbirth. At some time post filter deployment, it was alleged that the filter struts have detached, the filter struts have perforated into the organs, and tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the filter strut is retained in the patient¿s kidney. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.